Event description:
Reporter indicated that patient is experiencing unilateral head tilting. Lead malfunction is suspected. Physician suspects that a bad lead wire may transmit part of the current to the adjacent structures of the neck; specifically, if a large muscle (sternocleidomastoid or strap muscles) were stimulated it would contract and may cause unilateral head tilting. If this were the case, it may also mean that not enough signal may be transferring to the vagus nerve. Patient is scheduled for some type of surgery in 2002. It is unknown at this time what type of surgery is planned however, it does not appear to be related to the vns. Reporter is concerned about nerve damage but does not want to reduce the programmed parameter for fear of losing seizure control. It was reported that the patient's seizure control was much better with the vns implant.